Event description:
This 41-yr-old female had bilateral silicone implants removed due to rupture and leaking. Both breasts required capsulectomies. The operative report indicates that the implants have inframammary scar. There is a note of wrinkled outer shell and small amount of sticky material on the surface, but no gross rupture or visible leak of silicone. Pt has her own implants. Rptr was unable to obtain implant info beyond what is provided as the explanting physician was not involved with the implant.